Event description:
It was reported that thirty-six hours following a previous ipg repositioning procedure 3006630150-2024-03668, the patient experienced warmth, redness and swelling at the spinal cord stimulation (scs) implantable pulse stimulator (ipg) site. The abnormality at the site was noticed during her planned hospital stay therefore her admission time was extended. The patient was diagnosed as having cellulitis and was administered antibiotics. The patient has been released from the hospital and is doing well.